Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchofiberscope exhibited coating peeling on connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the instructions for use in: 3.2 preparation and inspection of the endoscope. 3. Inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. Olympus will continue to monitor field performance for this device.